Event description:
The ted12 was used during a tepp extraperitoneal hernia repair. When circulator opened device for or tech to lubricate balloon prior to the case, it was discovered the balloon was torn. The device was not used in the case. There was no consequence to the pt.